Manufacturer narrative:
B1: added product malfunction to previously reported serious injury.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, improper component placement and component migration.

Event description:
The following information was reported to gore: on (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The distal side of plc271200j landed on the left common iliac artery. On an unknown date, follow-up CT confirmed that the plc271200j dislodged and migrated into the aneurysm. No obvious endoleak was reported, but there was a tendency of aneurysm enlargement. On (B)(6) 2021, a reintervention was performed. The left internal iliac artery was coil embolized and an additional stentgraft was implanted to the left external iliac artery. It was reported that the right leg plc201400j had also migrated into aneurysm, but it was decided to be monitored and the procedure was completed.